Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling unwell. It was also reported that the implantable pulse generator (ipg) was "pacing too high." The device remains in use. No further patient complications have been reported as a result of this event.